Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted an abbot wire stuck in the entire length of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the wire got stuck in the lead. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.